Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the zimmer air dermatome was used to harvest skin for a skin grafting procedure on (B)(6) 2016. During the event, it was noted that the thickness of the harvested skin was too deep. Initially there was concern that the blade was bent; however; investigation revealed the blade had been placed upside down.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2016, it was reported that the zimmer air dermatome was used to harvest skin for skin grafting procedure on (B)(6) 2016. During the event, it was noted that the thickness of the harvested skin was too deep. Initially there was concern that the blade was bent. Investigation showed that the blade was placed upside down. There is writing/wording on the blade with size information but no description of "this side up". The blade is made in a manner that allows the blade to be installed upside down. There is no information regarding the complications caused to the patient. Clinical follow up was conducted to clarify any additional information about the reported event however, the customer was unresponsive. The repair history review was unable to be performed as the device serial number is unknown. The customer did not provide a serial number during follow up. The device history record (DHR) review was unable to be performed as the device serial number is unknown. The customer did not provide a serial number during follow up. Initial qa inspection of the air dermatome was unable to be performed as it is unclear whether or not the device was returned for evaluation since the serial number was not provided during clinical follow up. Repair of the air dermatome was not performed as it is unclear whether or not the device was returned for repair since the serial number was not provided during clinical follow up. The reported event was non-verifiable since the device was not returned for evaluation or repair. The device was not returned for evaluation or repair. However, in the reported event the customer has admitted that they incorrectly mounted the blade upside down for use. Therefore, based on the information that was provided the root cause of the reported event was related to the blade being placed upside down for use. As no clinical follow up information was provided for the blade it cannot be determined whether or not the ¿this side up¿ labeling was present or if the blade used was non-zimmer.

Event description:
It was reported that the thickness of the harvested skin was too deep. No adverse consequences have been reported as a result of this malfunction.